Event description:
It was reported that the patient presented for follow-up in the clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing, leading to inappropriate automatic mode switches. "Poor" sensing was alleged as well. The ra lead was capped and replaced with a new lead on (B)(6) 2025. The patient was in stable condition.